Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation confirmed the customer complaint. The investigation found the teflon pad burnt, split, and lifted off, exposing metal. In addition, the device was received with blue foreign material on the distal end. Based on similar reports, a potential cause for this type of damage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the pad and/or probe tip: ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿

Event description:
Olympus was informed that at the beginning of a laparoscopic hysterectomy, the teflon pad burned, exposing metal underneath. The device was removed from service, and the physician used a similar device to complete the case. There was no patient injury.